Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip detached outside the patient. The fiber was replaced to complete the procedure without patient injury.

Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported event of fiber tip detachment was not confirmed. However, damage at the fiber cap was identified. The fiber was close to experience a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. The observed fiber damage is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted fiber cap damage. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the device instructions for use (IFU), do not bury the tip in tissue. Do not retract or probe tissue with the device. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed damage at the distal side of fiber/cap fusion zone at the bevel edge. The device appeared to be close to experience a distal circumferential fracture from overuse which may result in forward firing. The fiber was tested with hene (helium-neon) laser fixture and no breaks were noted along the length of the device. The connector cone, segments, and tabs appear in good condition and secured. The glass cap exhibited moderate devitrification at the output window. Labeling review: a review of the device instructions for use (IFU) was completed, the IFU states: to avoid greenlight fiber damage or breakage: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. If using a deflecting mechanism, such as an albarran bridge or a fiber diverter, do not attempt to remove the greenlight fiber while the bridge is deflected. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Reuse or misuse of a greenlight fiber will result in an increased potential for damage to the greenlight fiber and ancillary equipment, i.e., cystoscopes. Investigation conclusion: the observed fiber cap damage is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted fiber cap damage close to experience a distal circumferential fracture. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip detached outside the patient. The fiber was replaced to complete the procedure without patient injury.